Event description:
Related manufacturer reference number: 1627487-2022-01803. It was reported the patient experienced ineffective therapy. X-rays indicated that the left s1 lead had all high impedance and a lead fracture is suspected. Surgical intervention may take place at a later date to address the issue. It is unknown which lead is related to the issue. Therefore, all leads are being reported as such.

Manufacturer narrative:
Date of event is estimated.

Event description:
Patient's lead were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.